Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch #m9063v. Additional information received: did the surgeon attempt to manually open the jaws with his fingers? ---no. The jaws did not open when the device intended to clamp the target tissue, so no tissues were clamped at the time. There was no damage to the patient¿s tissue. If no: was the device on a vessel/artery when it would not open? ---no. If yes, how was the device removed? (I.e. Cut off, forced opened) ---na. If cut off, did this cause a change in the plan of care for the patient? ---na. Did the removal cause any damage to the vessel/artery? ---na. If yes, what is the damage and how was the damage repaired? ---na. Is the broken I-blade being returned with the device? ---yes. Or, was the broken I-blade discarded? ---no. The device had been activated properly before this event. This event occurred in an hour and a half. The broken piece was retrieved with a forceps via a trocar of an assistant doctor. The device was received with the top of the I-blade upper tip broken off not returned. The device was connected to the generator and it was recognized. Because the I blade was damaged not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process

Event description:
It was reported that during a lap robotic prostatectomy, the jaws became not to open after actuation on the prostatic lateral ligament. After that, the jaws were checked and it was found that the I-blade of the upper side was broken off. The broken piece was retrieved and no pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient. The device was used on thick tissue during the operation.